Manufacturer narrative:
(B)(4). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by abbott on 11 october 2016. (B)(4).

Event description:
The device was explanted and replaced due to suspected premature battery depletion. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice. The patient is in stable condition.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).